Event description:
It was reported an alarm was heard; telemetry not yet performed. A motor stall was confirmed. No patient symptoms were reported. The patient presented to the emergency room (ER) (B)(6) 2015. The patient was admitted to the hospital. The pump was delivering bupivacaine and dilaudid. Cause of the event, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n179578012, implanted: (B)(6) 2008, product type catheter. (B)(4).